Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. Dried blood was noted inside the manifold and pneumatic valves which potentially created a blockage inside the pneumatic system. The root cause of how the condensation buildup or blood entered the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had several large helium loss and possible helium loss alarms while in use on the patient in the ICU awaiting surgery. The nurse stated the patient has sundowner syndrome and sat upright several times. The alarms coincided with these incidents. There were no evidences of blood in the helium driveline tubing. The nurse also reports that the patient is very large and has a large pannus over the insertion site. The staff exchanged the iabp during the night. The patient was meeting goals of therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had several large helium loss and possible helium loss alarms while in use on the patient in the ICU awaiting surgery. The nurse stated the patient has sundowner syndrome and sat upright several times. The alarms coincided with these incidents. There were no evidences of blood in the helium driveline tubing. The nurse also reports that the patient is very large and has a large pannus over the insertion site. The staff exchanged the iabp during the night. The patient was meeting goals of therapy. There was no report of patient complications, serious injury or death.